Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported that the manometer of a rd900aeu neopuff infant resuscitator was faulty and its needle is not zeroing. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the manometer of the subject device rd900aeu neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility, information / service findings provided by the f&p service technician and our knowledge of the product. Results: visual inspection of the provided photography confirmed that the manometer needle was not zeroed and was stuck at 30cmh2o. It was also observed that the manometer display was tilted to the left. A review of service findings revealed that the manometer needle couldn't be adjected with the screw and the display seemed to be skewed. It was also noticed that the manometer needle shifted below 0 cmh2o and can be adjusted with the screw as soon as the manometer was disassembled from the neopuff. Visual inspection of the returned manometer confirmed that there were no damaged to the manometer and it passed the functional tests. Conclusion: the cause of the reported failure is that the manometer display being tilted to left and preventing the needle to fall back to 0 cmh2o. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production

Event description:
A healthcare facility in united kingdom reported that the manometer of a rd900aeu neopuff infant resuscitator was faulty and its needle is not zeroing. There was no reported patient consequence.